Event description:
As reported, during a hernia repair procedure on (B)(6) 2021, the patient was implanted with a bard/davol 3dmax and ventralight st. It was reported that post-implant of the mesh, the patient has presented to the allergist office with complaints of significant itching in the area of the mesh implanted. As reported, the final reactivity test on (B)(6) 2022 results showed no reaction to the ventralight st and 3dmax.

Manufacturer narrative:
As reported, post-implant of a bard/davol ventralight st, the patient experienced an allergic reaction and itching at the site of implant. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's reaction. However, based on testing performed the postoperative condition of allergic reaction does not appear to be caused by the bard/davol mesh used to treat the patient. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR represents the bard/davol ventralight st. An additional MDR was submitted to represent the bard/davol 3dmax. The date of event is provided as a best estimate ((B)(6) 2022), based on the date of awareness of the reported event. Not returned - remains implanted.